Event description:
As reported, during patient use, a swan-ganz catheter had multiple issues in the operating room (or) and intensive care unit (ICU). A "check thermal filament" error message was displayed and continuous cardiac output could not be obtained when the start button on the monitor was pressed in the operating room. Issues persisted even after the monitor was exchanged and after the patient was transferred to the ICU. While in the ICU, blood temperature (bt) began to fluctuate. Bt readings were in the range of the high 20s to low 30s degrees celsius, and occasionally the bt readings would disappear. The bladder temperature was around 37 degrees celsius. No treatment was performed based on these bt fluctuations. There was no allegation of patient injury.

Manufacturer narrative:
Additional product code: kra, dqe, dqo. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.